Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure for an implant. During the procedure, high pacing lead impedance and loss of capture was observed on the lead. The lead was exchanged and not installed. The patient was stable.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed while the reported event of straight stylets out of shape was confirmed. As received a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found the straight stylets bent and wavy consistent with procedural damage. Visual and x-ray examination did not find any other anomalies.

Manufacturer narrative:
Correction: should have been " malfunction" and "not serious injury" as the lead was exchanged during a pre-planned procedure for implant and nor explanted. (B)(4).